Manufacturer narrative:
The device was returned and an evaluation at the repair center could not confirm the customer allegation ¿b30 error¿. There were few additional findings. The device failed the conduction test. The distal end cover was damaged. The adhesive of the bending section cover and connecting tube had a scratch. The housing of the plug unit was damaged. The scope connector cover had defective thread. The switch box unit had a short cable. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the bronchovideoscope displayed a b30 scope communication error when connected to the video processor. The issue was found during preparation for use for an unknown procedure. The procedure was completed with a similar device. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause is unable to be identified. The event can be prevented by following the instructions for use: "·inspection of the endoscopic image" olympus will continue to monitor field performance for this device.